Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient experienced occlusion at the tubing event on (B)(6) 2024. Patient changed supplies as necessary and resumed insulin therapy. No further information available.